Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon investigation, non-sustained right ventricular over-sensing was noted. The patient was brought in-clinic and received programming changes. The patient was stable and would be monitored.